Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has a new insulin pump and it is not dripping from the infusion set. Customer stated that he has not received any alarms and has been having high blood glucose for the last couple of days. Customer stated that he changed out the infusion set twice over the weekend and has only had to change out the reservoir once. Customer's blood glucose was 295 mg/dl at the time of the incident and his current blood glucose is 342 mg/dl. Customer felt a little thirsty due to having high blood glucose. Customer treated with a manual injection for his high blood glucose. Customer reported that he has contacted his health care professional regarding the unexplained high blood glucose. Customer stated that his basal rate was increased earlier today. Customer was unable to perform the high pressure test and was advised to do a complete set change. Customer also had blood glucose readings of 295 mg/dl, 336 mg/dl, and 358 mg/dl on saturday.